Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged front door cover. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, battery testing and functional testing were performed. The damaged front door cover was identified during visual inspection. Though the issue was verified, the cause of the damage could not be determined. To correct the condition, the door¿s front cover was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.